Event description:
Davinci large hemolock clip applier was not functioning. Instrument removed and reinserted. Upon reinsertion the top portion of the instrument fell apart. All pieces recovered and there was no harm to patient.